Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular channel. Provocative testing and x-ray imaging were performed revealing no anomalies. The physician alleged the device as the cause of the event and resolved the event by explanting and replacing the device. Following explant, the physician performed a visual inspection of the device and no anomalies were observed. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including sensitivity test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.